Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during today¿s dense mesh flow-diverting stent implantation procedure, the patient was diagnosed with tandem aneurysms of the left ophthalmic artery segment and cavernous sinus. Using a synchro-14 guidewire, the operator advanced the intermediate catheter navien to the c4 distal curve and navigated the marksman microcatheter to the distal m2 segment. After thorough hydration of the ped-475-35 stent, the stent was introduced into the microcatheter and deployed at the m1 horizontal segment. During deployment, the tip end of the dense mesh flow-diverting stent could not be opened. Multiple attempts, including pushing and pulling, retracting operations, the surgeon failed to open the tip. Considering the possibility of patient's vessel intimal injury due to repeated manipulation, the stent was removed, and the tip end of the stent appeared conical. To ensure the success of the procedure, the strategy was changed to coil embolization plus adjunctive stent placement. The remainder of the procedure was uneventful, and the patient experienced no adverse reactions. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured tandem aneurysm of the left ophthalmic artery segment and cavernous sinus with a max diameter of 5mm and a 6.3mm neck diameter. Landing zone: distal: 3.79mm and proximal: 4.82mm. It was noted the patient's vessel tortuosity was severe. Patient has a medical history of hypertension. Dapt (dual antiplatelet treatment) was administered, pru (p2y12 reaction unit) level was normal. The angiographic result post procedure showed tortuous blood vessels, type IV cavernous sinus, tandem aneurysm of the left ophthalmic artery segment and cavernous sinus. Ancillary devices include a rfx072-115-08mp guide catheter and fg15150-0615-1s microcatheter.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex braid was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the pipeline flex braid ends were found fully opened. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It was noted the patient's vessel tortuosity was severe. It's possible that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open was unknown. The pipeline device did not open at the tip/distal end, which was positioned in the m1 horizontal segment. Additional steps were attempted to open the pipeline, including retrieving, pushing the intermediate catheter to go upper, and reducing tension. No device issues were reported with the phenom or navien catheters.